Event description:
Patient with history of laryngeal cancer, status post g-j tube placement and tracheostomy, who presents to hospital with pain around his g-j tube site. Patient states that he has been tolerating diet and has not used his feeding tube for the past 2 months. He denies any nausea or vomiting, fevers or chills. Patient presented to the emergency department. CT was done, showing the feeding tube balloon in the abdominal wall; however, the tube was in the abdomen. However, gastrojejunostomy tube did fall out. It was replaced in the ed by a foley catheter and patient was admitted for further evaluation by the general surgery team. Patient was started on vancomycin from (B)(6) 2020. Surgeon on (B)(6) 2020 at bedside, assessed peg tube site, decided not to do surgical intervention, said patient can eat and go home, updated orders. Patient was discharge home on (B)(6) 2020. Per pi this sae not related to pembro: sae related to his ongoing condition.